Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure on a canine, it was observed that the quick coupling device was not holding the drill bit device. It was reported that the device was used together with the small battery drive device, battery casing device and the battery device. The reporter stated that there was no allegation of malfunction against these devices. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was no human patient involvement as the device was used in a veterinary procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. No adverse consequences were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tool could not be inserted until the ¿stop¿ and the tool could not be interlocked. It was further observed that some material residues were found inside the coupling. It was further determined that the coupling tool side was outside the specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.